Event description:
Information received by medtronic indicated that the insulin pump damaged case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring, clear. Customer complained on (B)(6) 2021 the belt clip rails are broken. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Unit passed self test. No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and broken belt clip rails. The p-cap/reservoir does lock properly. Confirmed broken belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.